Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported problem was confirmed. The damaged esd board cable was identified as the cause of the problem. The esd board was replaced to remedy the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.